Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was taken out of service as it reached elective replacement indicator (eri) due to high charge times. The monitor voltage was 2.54 volts with 20.2 seconds of a charge time. This device was successfully replaced. No adverse patient effects reported.